Manufacturer narrative:
On 21-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a rupture occurred in the implant, and the patient developed breast cyst and mass. During visual inspection, the sample was found to be ruptured. Product evaluation lab could not identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, cyst and mass complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) non-hispanic female patient who underwent a breast augmentation revision with 400cc smooth mentor memorygel breast implant has experienced postoperative left-sided breast mass with breast cyst, left-sided rupture of implant, and bilateral ptosis. Patient underwent left breast mass excision in 2012, and findings included a cyst. Patient consulted a physician for recurring breast ptosis, and asymmetry was confirmed with the left breast noted to be larger and lower than the right. As a result, the patient underwent explantation and replacement with like device, catalog # 3504001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020, and left implant rupture was discovered during the surgery. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 26-mar-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).